Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the end cap of the vitrector fell off in the eye of the patient during surgery and got stuck in vitreous causing large iatrogenic tears. The fragment was causing retinal traction and after facing a challenging situation, the fragmented endcap was removed from the eye of the patient. But the fragment caused additional damage to the patient complicating the retinal detachment repair process. The procedure type was unknown. Any medical or surgical intervention was unknown. Suspect product was updated.

Manufacturer narrative:
One opened probe with tubing cut, a specimen cup with an eye spear inside and two unopened probes were received, for the report. The opened sample was visually inspected and found to be nonconforming with the welded cap detached from the probe needle distal end. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The two unopened samples were visually inspected and deemed conforming. The two unopened samples were functionally tested for actuation during twenty minutes, no detached welded cap observed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photos were reviewed by the investigation site. Photo 1 shows a surgical eye spear with a foreign material on top. Photo 2 shows surgical eye spear with a foreign material on top and what appears a probe needle missing the welded cap. The complaint evaluation confirms the event. How and when the welded cap detached from the probe needle cannot be determined from this evaluation; however, a manufacturing related issue cannot be ruled out. A nonconformance investigation is currently in progress to investigate the root cause for the detached welded cap. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).